Event description:
On 23-june-2009 stryker biotech received a report that a male patient who received op-1 putty in 2008 as part of a cervical spinal fusion to treat an unspecified congenital spine anomaly became dysphagic, constipated, dizzy and giddy approximately four days postoperatively. The op-1 putty was used in conjunction with a self-tapping 1.6 x 4 mmt cortical screw, 30 cc of crushed frozen cancellous bone, actifuse abx e-zfil putty, and oc screw 4.5 x 10. Treatment included unspecified respiratory evaluations for swallowing, therapeutic exercises, gait training and acetaminophen tab 325 mg 2x. On 12-feb-2008 patient was transferred to a rehabilitation facility. No further information was provided. Additional information will be requested.